Manufacturer narrative:
Correction: h6 coded added.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) exhibited oversensing of myopotential and a non-sustained ventricular tachycardia (nsvt) episode was recorded. This ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that this ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
This implantable cardioverter defibrillator (ICD) exhibited oversensing of myopotential and a non-sustained ventricular tachycardia (nsvt) episode was recorded. This ICD remains in service. No adverse patient effects were reported.

Event description:
This implantable cardioverter defibrillator (ICD) exhibited oversensing of myopotential and a non-sustained ventricular tachycardia (nsvt) episode was recorded. Additional information was received which indicated that this ICD was explanted and replaced. No additional adverse patient effects were reported.